Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error due to motor encoded signal out of phase. They were unable to test for the compromised force sensor system alarm or perform the displacement test due to the constant motor error alarms. The pump had a broken reservoir tube lip and a broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 104 mg/dl at the time of incident. Troubleshooting was completed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.